Event description:
Article entitled ¿survival and complications of total hip arthroplasty using third-generation dual-mobility cups with non-cross-linked polyethylene liners in patients younger than 55 years¿ written by chloé viricel, bertrand boyer, rémi philippot, frédéric farizona, and thomas neri published in orthopaedics & truamatology: surgery and research on july 21, 2021 was reviewed. The aim is a retrospective study of patients younger than 55 years of age at tha with third-generation dmcs. Our objectives were to evaluate - the complication rate and the survival rate. 91 hips (79 patients) were involved in the study. All patients were implanted with a competitor dual mobility cup system. 58 patients were implanted with depuy corail stem and 3 patients were implanted with a silent stem. It will be assumed the femoral head implants are depuy implants. Adverse events aren¿t specific to the depuy implants ¿ excluding the patient 7 below. Patient 7 (age 52) implanted with a depuy silent stem sustained a fracture of the neck of the stem. Patient underwent a revision. 2 patients sustained aseptic loosening of the femoral stem and underwent revision surgery. 5 patient sustained peri-prosthetic joint infection and 2 underwent revision surgeries. The 3 other patients were successfully treated by early joint lavage. 1 patient required tenotomy for psoas muscle impingement.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.